Manufacturer narrative:
Investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination or functional testing] and the indicated failure mode for foreign matter- IV cannula with the incident lot was observed.bd determined that the root cause of the indicated failure mode was attributed to assembly related issue. The root cause of the foreign matter on the IV cannula is particles of the hub material coming from IV shields chipping hubs when being assembled at the IV shielder machine due to front guide plate at this machine being out of alignment. The particles of the chipped hubs were then transferred unto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. Awareness of this complaint has been created within quality, engineering and operations departments. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there was foreign matter found on the cannula."

Manufacturer narrative:
H6: investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter- IV cannula with the incident lot was observed in 2 out of 3 samples. Bd determined that the root cause of the indicated failure mode was attributed to assembly related issue. The root cause of the foreign matter on the IV cannula is particles of the hub material coming from build-up of hub material occurring as a result of the hubs rubbing up against the rail plate before the IV shielder machine. The particles of the chipped hubs were then transferred unto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there was foreign matter found on the cannula."